Event description:
In 2008, boston scientific corporation was informed that during a colonoscopy two resolution clip device clips would not come out of the sheath. A third resolution clip device was used to complete the procedure without patient complications. Patient is "stable". Note: this complaint is the second of two devices. Please refer to MFR #'s 3005099803-2008-05327 for other related report.